Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a pci procedure, an attempt was made to use a euphora rx ptca balloon catheter to treat a lesion in the distal circumflex artery. It was reported that a balloon rupture occurred due to heavy calcification of the lesion. No harm was caused to the patient.